Manufacturer narrative:
The sample device is indicated as available for evaluation. However, as of the date of this report, the sample has not yet been returned. Without such evidence the customer's complaint cannot be confirmed. If additional information is received, a follow up report will be provided.

Event description:
Physician used a micro introducer kit during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. It is reported the orange luer lock cap came off the blue dilator when the physician tried to pull it out. The broken piece was removed from the patient¿s leg and another introducer was used to complete the procedure. 5 segments were treated and the vein is reported to have closed. No patient injury reported.

Manufacturer narrative:
H3 other text : placeholder.